Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient's heart felt tightened with pressure. It was not yet known if it was cause by the device.

Manufacturer narrative:
Additional information was received that the physician believed that the feeling of tightening of the patient's heart with pressure may be due to stimulation the patient's chest nerves. Reprogramming was done and the patient was doing well.

Event description:
A report was received that the patient's heart felt tightened with pressure. It was not yet known if it was cause by the device.